Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿error code 132.3000¿ was confirmed. ¿ on (B)(6) 2025, pcu was received unboxed and with paperwork. ¿ a stuck tamper switch caused the unit to fail its bootup sequence and followed by error code 132.3000. Defective material from supplier. ¿ device to be returned to san diego repair center for normal processing. Recommend replace the tamper switch. ¿ failure investigation report uploaded to salesforce this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 132.300. There was no patient involvement.